Event description:
It was reported that the surgeon inserted an (B)(4) implantable collamer lens on (B)(6) 2010. The patient kept complaining about scattering when she response to light or color. It seems that there was a look like concentric circle in optic at slit lamp examination. The lens was exchanged for another same model lens on (B)(6) 2011 and this resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens work order search & device history review. Visual inspection of the returned lens showed the lens was returned dry with a surgical residue on it, however, there was no visible damage to the device. A lens work order search was performed and there were no similar complaints found. Device history review - based on the fact that no marks were seen during the evaluation of the lens, it has been determined that nothing in the manufacturing was the root cause of this complaint. Unable to confirm: based on the complaint history, work order search, medical and device history review, we were unable to determine a specific root cause of the event. (B)(4).